Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on (B)(6) 2008: this case involves a (B)(6) female who received treatment with poly-l-lactic acid (sculptra) on (B)(6) 2008 as a cosmetic procedure. The consumer asked why her face is still red and painful 2 weeks after her poly-l-lactic acid injection, and reported continued pain, swelling and redness at the injection sites. The consumer stated that she had massaged and iced the injected areas of her face and stayed out of the sun for 3 days after the procedure. Then she resumed her usual activity which includes a lot of time in the sun. She reported using "sun shield" but began noticing dark circles under her eyes/area is discolored darker, and swelling/puffiness. Her face turned "flaming red" even though she had a good base tan. She also stated that "over the last week" (exact date not specified), the injection sites have been painful to the touch. The chin is not painful. She has resumed applying ice and taking ibuprofen. Medical history and concomitant medication were not provided. At the time of report, the outcome of the events was ongoing. No further medical information was provided.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.